Event description:
This is filed for intervention, hospitalization, worsening mitral regurgitation, unintended movement, clip opening inability, and incomplete coaptation. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 4. The posterior leaflet was restricted with anterior leaflet override. The first ntw clip was advanced and grasped the medial side of a2/p2. After leaflet insertion the mr was reduced to 2+. The first establishing arm angle (efaa) and lock line removal were successful. The second effa failed and the clip was open to 20 degrees and then the clip arms opened to approximately 30-40 degrees. Troubleshooting was performed and efaa failed again. An attempt was made to fully open the clip in order to remove it, however it would not open further than 30-40 degrees. After more troubleshooting the clip was able to close completely and pass efaa. The clip was deployed on the medical side of the a2/p2 and the mr was reduced to 1-2+. A second ntw clip was advanced. The clip made contact with the first clip, however caused no damage. It was observed while orienting the second clip, that the first clip had a single leaflet device attachment (slda). It detached from the anterior leaflet. An attempt was made to grasp lateral to the slda but grasping was unsuccessful and the clip was removed. Another clip was advanced to attempt to stabilize the slda and reduce the mr on the lateral side of the first clip. Grasping was attempted lateral to the slda and was unsuccessful in reducing the mr. Another attempt at grasping was made on the lateral side of a2/p2 and was successful with a reduction in mr to 2+. However, efaa failed multiple times despite troubleshooting, therefore the clip was removed. Clip was implanted on the lateral side of a2/p2 with a reduction in mr to 2+. Another clip was advanced to stabilize the first clip on the medial side. There were multiple unsuccessful grasps made medial next to the slda. It was noted there was a small posterior flail on the medial side of a3/p3. The flail was thought to have been caused by the fifth clip. The clip was deployed there. A total of three clips were implanted. There was no clinically significant delay in the procedure. On (B)(6) 2022, the patient returned to the hospital severe 4+ mr. The three clips implanted during the case are still stable on the leaflets, including the known slda clip. The mr jet is coming from the area of the slda clip. The patient is being referred and scheduled for mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional three mitraclip devices referenced in b5 are filed under separate medwatch report numbers.na.

Manufacturer narrative:
All available information was investigated, and the reported clip opening during establishing final arm angle (efaa), inability to open the clip, single leaflet device attachment (slda) and device damaged by another device could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported clip opening during efaa could not be determined. The reported inability to open the clip was due to procedural circumstances. The reported device damaged by another device was related to procedural circumstances. A cause of the reported slda could not be determined. The reported worsening mitral regurgitation (mr) appears to be due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Four (4) fluoroscopic still images were provided. Two (2) of the still images show the first cds used during the procedure which experienced the reported efaa failures. In the first image ("image 1.jpg") and the fourth image ("image 4.jpg") only one cds, with the clip attached, can be visualized; there are no other clips or systems in view indicating the image was taken during use of the reported device prior to deployment. In image 1, the clip arms are angulated relative to the fluoro view making it difficult to assess the clip arm angle. The clip arms appear to be open to ~20° - 30°; this is an approximation based on a visual assessment with the naked eye and is not confirmed. In image 4 the clip arms appear to be in the fully closed position (~10°) per the instructions for use. It is unclear at which point during use of the device the images were taken. The last two images ("image 2.jpg" & "image 3.jpg") show the first fully deployed clip (reported device) and a subsequent cds used during the procedure; it is unclear if the images were taken during use of the second cds (not deployed) or third cds (clip deployed). The clip arms of the first clip (reported device) cannot be visualized in image 2. In image 3, although angulated relative to the fluoro view, the clip arms can be seen and appear to be in a closed position based on visual assessment of the image. There were no apparent abnormalities or device issues that could be identified in the fluoro images provided.